Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote, the implantable cardioverter-defibrillator exhibited post paced t-wave oversensing. The patient was stable and will continue to be monitored.